Event description:
The st. Jude medical representative reported noise on the high voltage lead. Technical services discussed a potential lead fracture. It was later reported that the lead was explanted due to a suspected fracture.

Manufacturer narrative:
Evaluation summary: analysis confirmed a lead fracture. Visual inspection revealed an insulation abrasion exposing the proximal cable wires at 22 cm from the pin. The location of the abrasion is consistent with friction between the lead and the device can. Electrical noise may have been encountered due to metal-to-metal contact between the pacing proximal cable and the device can. The electrical characteristics of the lead were normal.